Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(4) 2015 there were (B)(4) ventricular sensing integrity counts (sic) vt-ns, high rate- non-sustained, and ventricular oversensing-noise detected episodes with lead noise oversensing. The analysis of the device memory also indicated right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate- non-sustained episodes and sensing integrity counter (sic) >= 30 in 3 days. (B)(4).

Event description:
It was reported that the patient had noise on their right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.